Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion

Event description:
The user reported via social media "one said I was negative, one day later with the lab test I positive...I'm currently on day 9 of having covid and was very I'll the first 8 days" no additional information was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion

Event description:
The user reported via social media "one said I was negative, one day later with the lab test I positive...I'm currently on day 9 of having covid and was very I'll the first 8 days" no additional information was provided.